Event description:
The report received from the affiliate indicated that the 110 cm. 7 fr. Maxi ld 25 x 4 balloon catheter (bc) was used for post-dilatation of a non-cordis stent graft. However the maxi-ld ruptured at four atmospheres (4atm.) During its initial inflation. Therefore, a new maxi-ld (same size) was used instead. The procedure as finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The target lesion was the thoracic aorta. The lesion was reported to be: moderately calcified and tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover/stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used and was subsequently used with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, vessel, or guiding catheter. There was no reported difficulty crossing the lesion. The catheter was never in an acute bend and did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
As reported, a 110 cm. 7 fr. Maxi ld 25 x 4 balloon catheter (bc) was used for post-dilatation of a non-cordis stent graft; however the maxi-ld ruptured at four atmospheres during its initial inflation. There was no reported patient injury. The target lesion was the thoracic aorta, reported to be moderately calcified and tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover/stylet. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. An unknown inflation device was used and was subsequently used with other devices. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, vessel, or guiding catheter. There was no reported difficulty crossing the lesion. The catheter was never in an acute bend and did not kink during use. The catheter was removed easily from the patient and was intact. The procedure was finished successfully with another maxi-ld (same size). No additional information is available. The product will not be returned for analysis. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (moderately calcified and tortuous) that may have contributed to the reported burst. Neither the DHR nor the information available for review suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Concomitant devices: guide wire: terumo radifocus0.035; sheath introducer: cook 20f; stent graft: cook zenith tx2. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15576933 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.